Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep repaired the broken wires in the hv assembly. The system is operating as intended.

Event description:
The customer reported that the system has displayed a collimator iris error message.